Event description:
Boston scientific crm received and reported the following info: "this implantable left ventricular lead was to be explanted due to pocket infection."

Manufacturer narrative:
Review and confirmation of manufacturing records was performed. No anomalies were found. Conclusions: device is part of several implanted components that comprise a pacing system. We are unable to determine if the subject device contributed to the event.